Event description:
The fe reported an intermittent interlock failure. The sys failed to boot up as a result of this error. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ribbon cable, sys interface, generator interface, fluoro function boards, video controller board and fast stop switch assembly were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.